Event description:
Plates, screws and cage were implanted to correct spondylolishthesis at l5-s1 on 3/5/98. On 7/13/98 the patient reported pain. Reoperation was done 8/17/98, at which time a broken screw was found, removed, replaced.